Manufacturer narrative:
A device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of disconnections. On unspecified dates, the tubing sets were being used to deliver unspecified medications. The option-lok male adapters of the tubing sets were reportedly tightly connected to the female adapter of needleless valve connectors. After unspecified length of times, it was reported that the option-lok male adapters disconnected from the female adapter of the needleless valve connectors. There were no reported adverse patient effects and no reported delay of therapies critical to any patients. There were no reported medical interventions. Though requested, no additional information was provided, including if the tubing sets were replaced and the therapies were resumed.